Manufacturer narrative:
Results: the returned benchmark was kinked underneath the strain relief approximately 2.5 cm from the hub. Conclusions: evaluation of the returned benchmark revealed that the catheter was kinked underneath the strain relief. If the device is forcefully mishandled during preparation or prior to use, damage such as a kink may occur. During functional testing, the benchmark was submerged in solution and air was aspirated through the benchmark. Bubbles were observed emerging from underneath the strain relief. The kink likely contributed to the reported bubbles being sucked through the benchmark. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the patient's posterior circulation using a benchmark delivery catheter (benchmark). During the procedure, the physician advanced the benchmark into the vertebral artery. The physician was about to begin aspiration, prior to performing an angiogram, and reported that little bubbles were being sucked back within the benchmark. The physician then realized that the benchmark was fractured at the strain relief. The benchmark was therefore removed and the procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.